Event description:
As reported by the user facility: reports nurse received needle stick, clip did not deploy fully stayed about 3/4 down needle when removed. Customer has sample. Reference MFR # 9610825-2013-00073.